Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's chest was "jumping". The physician suspected the patient was experiencing diaphragmatic stimulation. It was also reported that there were a lot of pacing spikes "all over" telemetry. The rv lead remains in use. No further patient complications have been reported as a result of this event.